Manufacturer narrative:
E3-non-health care professional; e2-no (noting due to system limitation). Based on the results of the investigation, the most probable cause of the reported event was traced to a component failure. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during device evaluation that there was noise on the image due to faulty charge-coupled device. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to provide additional information regarding customer occupation and correction to the facility name and address.

Event description:
It was observed during device evaluation that there was noise on the image due to faulty charge-coupled device. There was no patient involvement.